Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from a cut across the front of the bag. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.